Event description:
It was reported that the patient presented for an device upgrade procedure. During the procedure, when the physician opened the pocket, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited insulation damage which was able to be confirmed via visual examination. The ra and rv lead was explanted and replaced. The patient was in stable condition.